Manufacturer narrative:
Meter was replaced and not requested back for investigation.

Event description:
The patient obtained the following readings of: 380 mg/dl, 190 mg/dl, 250 mg/dl and 90 mg/dl. Readings were done within 20 minutes from one another. The patient denied exhibiting any symptoms due to the alleged issue. The test strips were not expired and was in good condition. A quality control test was not done since the patient did not have any control solution. The meter was replaced. The complaint is being reported since the results is greater than 20%.